Event description:
Pt on CPAP with umbilical vencus catheter in place. Catheter placed in 2005. Tpn and lipids infusing via uvc. 26 days later abdominal distention noted; x-rays completed. At 0807 pt's heart rate 150's; at 0809 0 heart rate, chest compressions initiated and epinephrine given. Chest compressions stopped at 0810. Abdominal tap yielded return of white colored fluid resembling tpn a lipids; uvc was removed, catheter tip was noted to be more rigid than rest of catheter question if pierced vessel.